Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: 5mm seal on reducer cap is failing/loosening/falling off, causing pneumo leak on instrument insertion/withdrawal. No patient impact. Opened new unit, continued case.